Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the device was not returned.

Event description:
It was reported that nurse had set the arctic sun device to target temperature of 33c at 4am, and when the nurse left around 7:30, patient was at target temperature. When nurse returned this evening, patient was now at 36c. Nurse checked graph and it appeared that the device started rewarming the patient around 8am, but it was not set to rewarm. Patient was still in cooling mode with 8 hours remaining. While describing issues the device alerted 113 (reduced water temperature control). System diagnostics showed outlet monitor temperature (t1) was 31.8c, outlet control temperature (t2) was 31.7c, inlet temperature (t3) was 31.7, chiller temperature (t4) was 4.3c, water flow rate was 2.7 l/m, inlet pressure was -8.8 psi, circulation pump command was 75 percent, mixing pump command was 100 percent, heater was 0 percent, water reservoir level was 5, system hours were 11620.9 and pump hours were 9860.7. Mss advised the nurse that the device needed to be sent to biomed with alert 113 (reduced water temperature control) noted on it and to swap out for different device. Per additional information received on (B)(6) 2022, a functional check showed a failed mixing pump. Biomed requested a quote for the 2k hour service without a loaner.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. No repairs needed. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. Based on the results of the investigation, no additional actions are needed. The reported event is unconfirmed, labeling/packaging review is not required. The actual/suspected device was inspected.

Event description:
It was reported that nurse had set the arctic sun device to target temperature of 33c at 4am, and when the nurse left around 7:30, patient was at target temperature. When nurse returned this evening, patient was now at 36c. Nurse checked graph and it appeared that the device started rewarming the patient around 8am, but it was not set to rewarm. Patient was still in cooling mode with 8 hours remaining. While describing issues the device alerted 113 (reduced water temperature control). System diagnostics showed outlet monitor temperature (t1) was 31.8c, outlet control temperature (t2) was 31.7c, inlet temperature (t3) was 31.7, chiller temperature (t4) was 4.3c, water flow rate was 2.7 l/m, inlet pressure was -8.8 psi, circulation pump command was 75 percent, mixing pump command was 100 percent, heater was 0 percent, water reservoir level was 5, system hours were 11620.9 and pump hours were 9860.7. Mss advised the nurse that the device needed to be sent to biomed with alert 113 (reduced water temperature control) noted on it and to swap out for different device. Per additional information received on 25jul2022, a functional check showed a failed mixing pump. Biomed requested a quote for the 2k hour service without a loaner. Per sample evaluation results received on 17aug2022, it was noted that nut plate in outer shell spun out. It was also noted that arctic sun device initially short filled.